Manufacturer narrative:
Aspen surgical received a report from the end user indicating that sterile product was received unsealed,. As product was caught well before any use, there was no patient injury or death. However, it was discovered that there was a problem with the manufacturing equipment which was failing and caused some product to not be properly sealed. As such, this complaint is related to recall 24-001. Product is being sent back to aspen, and a thorough investigation will be part of the recall. Once that is complete, a supplemental report will be filed containing any additional relevant information that is discovered.

Event description:
Aspen surgical received a report from the end user indicating that sterile product was received unsealed. As product was caught well before any use, there was no patient injury or death. However, it was discovered that there was a problem with the manufacturing equipment which was failing and caused some product to not be properly sealed. As such, this complaint is related to recall 24-001. This complaint is entered in our system as (B)(4).

Event description:
Aspen surgical received a report from the end user indicating that sterile product was received unsealed. As product was caught well before any use, there was no patient injury or death. However, it was discovered that there was a problem with the manufacturing equipment which was failing and caused some product to not be properly sealed. As such, this complaint is related to recall 24-001. This complaint is entered in our system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that sterile product was received unsealed,. As product was caught well before any use, there was no patient injury or death. However, it was discovered that there was a problem with the manufacturing equipment which was failing and caused some product to not be properly sealed. As such, this complaint is related to recall 24-001. An immediate correction was made by repairing the worn roller that caused the seal errors. In addition, monthly preventative maintenance was added for that roller. Operators were retrained on the inspection of sealed pouches procedure. The pfmea was also updated to include the risk of a worn roller. There changes should help prevent this situation from occurring again in the future, as the worn roller should be caught by preventative maintenance before it ever becomes an issue again. If any additional relevant information is identitifed, it will be submitted in a supplemental report at that time.